Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited loss of output. The right atrial lead exhibited loss of capture and high impedance. The pulse generator was explanted and replaced to a single chamber device. The patient was in stable condition.